Event description:
It was reported that unspecified quantity of solution sets leaked from the port. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample and a retained sample was evaluated. The returned photograph was reviewed, and it was noted that the exact location of the leak was not shown in the photograph. Meanwhile, the retention samples were visually inspected, and no obvious issue/damage were detected, and the samples were conforming as per product specifications. The retention samples were also gravity tested in the laboratory and then leak tested under water, and no leak was observed. The reported condition was verified in the photograph sample. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and damage was observed in the luer which caused the leak. The reported condition was verified. The cause was determined to be from damage in the luer of the raw material which is supplied to baxter from a third party . Should additional relevant information become available, a supplemental report will be submitted.